Event description:
Bayer case number: (B)(4). Foreign-body materials have been removed [medical device removal] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body materials have been removed") in a female patient who had essure inserted (lot no. 50534021) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments, and the foreign-body materials have been removed. The symptoms limit me in my normal daily functioning, and I have been suffering damages. Essure insertion date discrepancy noted: (B)(6) 2011. Lot number: 50534021 manufacture date: 2010-07 expiration date: 2013-07. The most recent follow-up information incorporated above includes data received on: 11-jun-2025: event injury is replaced with event medical device removal. Action taken with drug added. Discrepancy noted in essure insertion date reporter causality comment updated with the same. Patient address details updated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Foreign-body materials have been removed [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body materials have been removed") in a female patient who had essure inserted (lot no. 50534021) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments, and the foreign-body materials have been removed. The symptoms limit me in my normal daily functioning, and I have been suffering damages. Essure insertion date discrepancy noted: (B)(6) 2011. Lot number: 50534021 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.